Event description:
The pt underwent pelvic surgery in 2004. Post operatively, the pt presented with mesh erosion and a fistula. Part of the mesh was removed about 6 weeks later. The fistula was repaired about 5 months later. Clinician does not believe that the event is device related.